Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 148 mg/dl. She retested using another meter and received a reading of 86 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results were within the normal control range, but the test strips were still returned for evaluation. Replacement test strips were sent to the customer.